Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision was performed on (B)(6) 2013 due to pseudotumor. The modular head and taper insert were removed and replaced with active articulation head and liner.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2013-00345/00346).